Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal. A 4.0mmx30mmx143cm fg coyote nc mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.